Event description:
Lap chole- " (B)(6)and nurse in the case stated that dr. (B)(6) fired a clip around the duct and then removed the clip applier out of port. As soon then another clip came loose and fell off as well." Patient status: "good standing".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined there were no remaining clips in the unit. The unit was disassembled; the jaws were found to be slightly bent and would not naturally spring back within the closure member. The root cause of the clips spitting was likely due to the manner in which the clip was loaded. If excessive force is applied on the jaw as the clip is being loaded into the jaw, the clip may feed under the jaw and spit out sideways. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.